Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The third party testing results found the following: sampling from: water. Cfu: 1-10 colony forming units (cfu). Bacterial identification: bacillus cereus. Sampling from: water. Cfu: >100cfu. Bacterial identification: cronobacter sp. Sampling from: water. Cfu: 10-100cfu. Bacterial identification: pseudomonas aeruginosa. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, we were not able to determine the relation between the subject device and the event from the investigation results. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. During inspection and testing, service found there was a leakage due to a pinhole on the instrument channel, the bending angle in up direction was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped, the right/left angulation knob was deformed, and the up/down knob could not be locked securely due to deformed lock engagement lever. The customer provided their cleaning, disinfection, and sterilization process. The scopes are cleaned using a cleaning brush (ref: 00711619). The scopes are cleaned and disinfected using a gallay scientific (ref: 23468, 23476) automated endoscope reprocessor (aer). The channels are flushed with 70% alcohol and air dried. The scopes are stored in a drying cabinet. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the scope failed microbiological testing repeatedly. The issue was found during routine micro-testing of the scope. On (B)(6) 2022, the scope tested positive for 1-10 colony forming units (cfus) of bacillus cereus. On (B)(6) 2022, the scope tested positive for greater than 100 cfus of cronobacter sp. And 10-100 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.